Event description:
It was reported that on (B)(6) 2026, the patient underwent an orif surgery for fracture on right clavicle with the product in question. The surgery was completed successfully with no surgical delay. After the surgery, the top of the handle came off after cleaning the instrument. Since this happened after the operation, it did not affect the operation. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the handle w/quick-coupl l110 end cap is disassembled from the main body confirming the reported allegation. Additionally the device present signs of worn consistent with routine use and service over the time. A functional test was performed and revealed that the end cap was unable to fully assemble on the main body due the overall worn observed on the handle w/quick-coupl l110. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the handle w/quick-coupl l110 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR not available as device is older than 20 years. Last documented lot in erp system is lot 2175 manufactured in february 1998. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.